Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the patient presented to the physician's office after the atrial impedance alert was triggered. It was determined the impedance values were high and variable. Pocket manipulation and isometrics demonstrated oversensing. Noise was also noted along with increased threshold measurements in the atrial port. The physician elected to revise the implanted system. During the procedure, the atrial lead was tested through the analyzer and the lead was functioning normally. It was also determined the lead was placed properly in the header. The physician then observed fluid in the device header and decided to remove the device. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.